Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 110 units of insulin, and insulin gauge showed a fill estimate of 20 units. The customer's blood glucose level ranged from 75-80 (mg/dl). It was confirmed that the customer would load a new cartridge and declined further follow-up.